Event description:
Pt on hunting trip died. Taken to ER and was dead on arrival. Body sent for autopsy. Suspect non-functioning or malfunctioning pacemaker contributed or caused death. Pacemaker implant 8/6/96. On 9/23/96 ventricular lead explanted and replaced with another.